Manufacturer narrative:
No belt clip received with the insulin pump. The insulin pump was received with blank display due to severely corroded battery tube. The insulin pump was unable to perform displacement test due to blank display. Broken battery cap noted during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer reported that the whole plastic came off when trying to remove the battery cap. The customer's blood glucose was 122 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.